Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 his blood glucose reached 300 mg/dl less than 4 hours after the pod was activated. He stated there was blood on the site and he could also smell insulin. Upon further inspection he noticed the cannula was not inserted correctly into the infusion site.